Manufacturer narrative:
Correction: the model number is ci512; and not ci24re (ca) as previously reported. Per the clinic, the device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, may 1, 2015. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.